Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. The lens was returned cut in a half in lens case. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned. The optic is scratched/marched - rejectable and cracked/fractured - rejectable with loose fibers. The complainant indicates the use of different model of company cartridge and non company viscoelastic, these are not qualified for use with associated lens model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens had resistance during movement through the cartridge and at the time of exit the lens was damaged. The lens was then removed. The injector and cartridge will be changed while implanting the new lens. Additional information was received stating that, no additional harm was caused to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).